Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance issue. Additional information received indicates that physician had issues with stylet being hard to insert and remove from lead during implant. This lead was never in service and was returned for further analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance issue. Additional information received indicates that physician had issues with stylet being hard to insert and remove from lead during implant. This lead was never in service and was returned for further analysis. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The unintended use error was selected based on the analysis finding of induced damage. The observed damage is not deemed to indicate a product defect or malfunction.